Event description:
Per additional information received, the family decided to withdraw care on post operative day 3 and the patient subsequently expired.

Manufacturer narrative:
Device not returned. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient and procedural factors contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported, following the implant of a 20mm sapien 3 ultra in conduit via jugular approach, the valve was placed in the pulmonic valve. The valve was sutured in place and post dilated with a non edwards balloon. Patient was sent to picu on ECMO and within few days, hemolysis developed due to high flow paravalvular jet. On post operative day eight, patient was returned to the cvor for removal of the valve and placement of a mechanical mitral valve. The patient was returned to the picu on ECMO.